Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported patient had an issue with their implantable neurostimulator (ins) ¿stopping every now and then.¿ patient reported they could tell when their ins was off because their back would start hurting. At that point, they would put their programmer over it, ¿clicks it, and it will come on.¿ patient estimated this started 2-3 months ago.